Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2009 due to acetabular cup loosening.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-00513 & 02988 / 02989).

Event description:
It was reported that patient enrolled in a clinical study underwent left total hip revision on (B)(6) 1988 due to an unknown reason. It was further reported patient underwent revision procedures on (B)(6) 1989 and (B)(6) 2004 for unknown reasons. Subsequently, a revision procedure was performed on (B)(6) 2009 due to osteolysis and acetabular cup loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date.